Manufacturer narrative:
Device evaluation of battery pack sn: (B)(4) has been completed. The reported problem (battery is non-functional) has been confirmed. As received, the battery would not power on a monitor. The cause of the inability to power a monitor is a low output voltage. The cause of the low output voltage is a loose solder connection on the pad of p4. The root cause of the damaged connection cannot be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report that his battery pack was non-functional. The patient was issued a replacement battery pack.